Event description:
It was reported that the entire needle came off causing blood to flow freely and the need to change out the culture device. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: no product sample or photo has been provided for investigation. Based on the available evidence the reported problem could not be verified or confirmed with confidence, therefore no further actions will be conducted at this time. A DHR review found no relevant issues to the complaint.